Manufacturer narrative:
The lens was returned in liquid in the lens case/vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon removed a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, from the vial. The surgeon was preparing to load the lens, and noted a puncture/tear on the lens. The surgeon decided not to use the lens and the backup lens was implanted with no problem. There was no patient contact and it was unknown when the lens was damaged.